Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: evolutr-26-us valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.